Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs for the freestyle libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. No readings were specified, but the caller reported that the sensor scan results were higher than the customer felt. The customer lost consciousness and collapsed, so the mother of the customer administered glucagon for treatment. The customer was then brought to the hospital where a urinalysis was performed and a blood glucose test, which showed a result of 246 mg/dl on the hcp meter. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. No readings were specified, but the caller reported that the sensor scan results were higher than the customer felt. The customer lost consciousness and collapsed, so the mother of the customer administered glucagon for treatment. The customer was then brought to the hospital where a urinalysis was performed and a blood glucose test, which showed a result of 246 mg/dl on the hcp meter. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.